Manufacturer narrative:
User alleged his chair struck a wall and he injured himself. Detail and extent of injury is unk. Device was inspected by a tech. MFR's seating system and base appear to have no discrepancies. A third party electrical component not mfg by invacare was discovered installed on the chair and was noted as defective. It's unk how this component had gotten installed or who installed it. MDR filed as a conservative measure.

Event description:
The consumer alleges his power chair "surged without warning striking a wall, resulting in injury". Extent of alleged injury is not known at this time.